Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tka procedure an implant box appeared damaged. Upon closer inspection the inner package was noted to be compromised and the implant unsterile. It is unclear how it was damaged or if it was damaged during shipping.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review : a manufacturing record evaluation (nc search) was performed for the finished device 150660004, lot 9915805, and no non-conformances / manufacturing irregularities were identified.